Event description:
A customer reported a system message was received during a procedure. Following a 10 min delay, an alternate system was brought in and used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be riled as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).